Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter; product ID: 8785, lot# n734201, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), explanted: (B)(6) 2019, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the pump segment of the catheter ((B)(4)) identified no significant anomalies. Analysis of an additional spinal segment of the catheter ((B)(4)) identified significant twisting in the catheter body that may have affected infusion. Evaluation conclusion code and result code apply to the pump and the pump segment of the catheter ((B)(4)). Conclusion code and result code apply to the spinal segment of the catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot#: n734201, explanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: (B)(4), explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving dilaudid (2.0 mg/ml at 0.0961 mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was having issues with the delivery of medication and did not feel that the system was working properly. The hcp unsuccessfully aspirated the catheter from the catheter access port (cap). He made an incision in the back to find the connection of the collet located in that area and cut the catheter near the distal end. The hcp observed cerebrospinal fluid (csf) flow. The hcp then accessed the cap again with omnipaque to see if the fluid would flow through the open end of the catheter in the back, but it was unsuccessful. The hcp removed the pump segment from the pump and pushed the fluid through the cap, but noticed the flow through the tip of the pump was restricted. The old pump segment and anchor were removed and a significant kink was noticed in the catheter piece. The pump was replaced as well as the pump segment of the catheter. The spinal segment remained implanted with no concern. The issue was considered resolved at the time of the event and the factors that may have led or contributed to the issue were unknown. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.